Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient was experiencing ineffective therapy due to low impedance. As result, the patient underwent surgical intervention where the ipg was explanted and replaced. The low impedance issue was alleviated and effective therapy was established post-operative.